Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for ur inary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had an infected pocket site. It was noted that they had pus seeping out from the pocket and was drained. This caused pain. The patient currently had a uti. It was noted that the patient¿s implanting physician had retired and they were currently scheduled to see a physician on (B)(6) 2019. The physician was aware of the patient¿s infections/situation. As an action taken to resolve the issue, the patient was reprogrammed. The issue was not resolved at the time of report. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative on (B)(6) 2019 reported that the cause of the patient¿s uti was unknown but they did have a history of utis and cystitis. It was also unknown if the uti was related to the patient¿s implanted device/therapy or to their underlying urinary dysfunction. The patient was treated with antibiotics and a test of ¿cure urine testing¿ was ordered. There were no further complications reported or anticipated.

Manufacturer narrative:
Based on additional information received and further review of the event, the previously reported patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.